Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that patient fell and surgeon revised patient's right triathlon ps knee due to femoral component loosening. All components were revised and surgeon implanted triathlon ts.

Manufacturer narrative:
An event regarding a trauma (patient fell) leading to loosening involving a triathlon femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: femoral component received showed a few scratches on the surfaces of the condyles. Bone cement still present. Medical records received and evaluation: no patient medical records were available for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported loosening could not be determined with the limited information provided. The event description notes the patient fell and was revised for loosening. Further information such as x-rays, operative notes, medical records and follow up notes are needed to complete the investigation to determine a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient fell and surgeon revised patient's right triathlon ps knee due to femoral component loosening. All components were revised and surgeon implanted triathlon ts.